Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
Additional information reported stated that the patient had congenital heart problems. Despite medical advise not to conceive, the patient had a baby and deceased shortly after. The system was checked post partum and post explant and no anomalies were noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.